Event description:
After a recent multiple stent implant, pt was awakened at 2:00am with severe chest pain. After 2 nitro tablets, the pain subsided. In 2003, pt saw primary md and he sent them back to a hospital. The surgeon that did the initial implant saw that this repeat cath showed all clear and their heart was operating fine. She said that their severe chest pain may have been due to a blood clot.